Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was discovered in a journal article and confirmed on (B)(6) 2016, that patient kh experienced a stryker ceramic liner fracture. It was used in conjunction with competitor products. The patient had a right hip revision for ceramic liner fracture.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded "the available information is not detailed enough to establish individual failure scenario¿s or determine whether in a very small number of individual cases a different failure mode has been in action." Device history review: not performed as the lot was not reported. Complaint history review: not performed as the lot was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was discovered in a journal article and confirmed on (B)(6) 2016, that patient (B)(6) experienced a stryker ceramic liner fracture. It was used in conjunction with competitor products. The patient had a right hip revision for ceramic liner fracture.